Event description:
It was reported thrombus on the closure device occurred. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. A 30mm watchman laa closure device was successfully implanted. There was no leak noted at 0, 45 and 90 degrees, but a small leak of 1mm was noted at the 135 degree view, which is still within acceptable limits. It was also noted that there was smoke in the la during the procedure, but no clot was present in the la or laa. The release criteria were met and the closure device was released. The patient was on aspirin and plavix. On (B)(6) 2019, the patient came in for their routine follow up transthoracic echocardiogram (tte) and had no symptoms. During the tte, a thrombus was seen on the closure device. There was no change in the positioning of the device. The physician switched the patient's medication to eliquis. The patient was discharged home the following day and will have another follow up tte in approximately eight weeks to monitor the thrombus.